Manufacturer narrative:
Serial number is not available.

Event description:
It was reported to philips that the device "shock is not delivered while on case". The field service engineer (fse) reported: "as per the input from bio medical engineer, rfu indicator of the machine was in red x while the nursing staff tried to deliver shock. And hence device could not deliver the shock. However, they did not notice the error message in detail. The end user tried to give shock, but rfu indicator was in red x even before they attempted to give shock." The device was reported as being available for clinical use at the time of the event but it was reported that the patient involved was not harmed or adversely impacted. There was no initial report of immediate clinical action taken to prevent serious injury or death. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.